Event description:
It was reported that the patient with this right atrial (ra) lead had endocarditis. The MRI (magnetic resonance imaging) results showed that the patient had endocarditis, and it was noted that system removal may be required. There were no additional adverse patient effects reported. This ra lead remains in service.